Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the due to illness, needing less insulin, and not being able to control the customer's low blood glucose, the insulin pump was disconnected. The caller stated that the customer passed away on (B)(6) 2015, in a hospital, due to sepsis. The customer was in and out of the hospital for last six weeks prior to passing. On (B)(6) 2015, then went to rehabilitation, was sent home, and then went back. The customer became ill on (B)(6) 2015. The customer had kidney failure and infection. The caller did not know the customer's blood glucose at the time of passing; the last few days the customer's blood glucose was not checked. The customer was not wearing the insulin pump at the time of death; it had been removed one week prior to passing. The customer did not use sensors. The caller agreed to return the insulin pump for analysis and stated that the battery had been removed from the insulin pump last summer.

Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and minor scratches noted on the display window during our visual inspection. Data analysis: unable to perform data analysis due to no insulin pump history was available on the history download. No data was available due to pump being returned without battery in the battery tube.